Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this device lost a significant amount of weight and the physician was concern about the potential for erosion and infection as some reddening of the pocket was observed. Additional information received indicates that there was no evidence of infection. The physician repositioned the device subpectorally and it remains in service. There was no adverse patient effects reported. Additional information was received indicating that this patient had pocket erosion. This device was explanted. No additional adverse patient effects were reported.